Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause was determined to be a service error. The detailed investigation showed that the error occurred due to an incorrect system setting on site. Prior to the incident, planned service activities took place on the system. A setting was accidentally selected which meant that the customer could no longer select "3d spin". In this respect, the system was fully functional, but the "3d spin" application could not be used because it was deselected from the list of applications. This can be clearly seen from the entries in the log files. The mishap described was immediately corrected by another service call and the application was selectable and usable again. The system is working as specified and no further measures are necessary. A possible general error that would require corrective measures of the installed base could not be determined by the investigation. After detailed investigation, the incident is not classified as a reportable event as neither serious injury, death nor an unexpected, prolonged hospitalization of the patient or any other person occurred or could be expected.

Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that a malfunction occurred while operating the artis icono biplane system. During an interventional procedure, the user reported that the 60sdct protocol was missing from the exam set selection and the 3d spin could not be performed. The procedure was continued and completed on an alternate system. We are unaware of any impact to the state of health of the patient involved. Siemens has requested additional information in order to conduct an investigation of the reported event.